Manufacturer narrative:
Testing and investigation the device did not alarm with a s233 malfunction alarm code and a vent malfunction was not found; however, during review of the device history, s233 (overtemperature-psc) malfunction alarm codes were noted. Further testing found the device was warm to touch and the device cooling fan was not turning. The probable cause of the customer reported s233 malfunction alarm codes was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. The customer contact also reported a vent malfunction. This does not indicate a reportable malfunction. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.